Event description:
It was reported that the intellivue x3 indicating that there was a speaker technical error. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was sound as usual. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
After further bench repair investigation this complaint is deemed no longer a reportable event. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was sound as usual. The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and confirmed the speaker technical error. The brt replaced the speaker to resolve the issue. The device was sent back to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction, it is unknown if still sound was coming from the device. The device was in use at time of event, there was no adverse event reported.